Event description:
A malfunction alarm, identified with a software error code, was reported by the customer. There was no adverse impact on the customer's blood glucose level. The customer received assistance from technical support in resetting the pump, and the issue did not recur. The customer was advised to continue using the pump and to report any future malfunctions.